Event description:
This event was reported to sunrise legal department on 06/19/06 via phone call from a sunrise sales rep. Sunrise medical subsequently provided MDR#1034630-2006-0023 to us agent for zhongshan a&e machinery industry co., ltd., on 06/27/06. Reporter stated that the walker wheels broke. Client was injured - rec'd a broken hip and was put in the hosp. The unit has not been rec'd for eval.